Event description:
The customer states they have been receiving any erratic results. Has called 911 three times in the past couple of months. On most received event the customer says at 4am spouse could not wake pt, they were sweaty and clammy and unresponsive. Emergency medical technicians were called and pt thinks they received a blood glucose result of 35mg/dl. The customer doesn't know if their device was used to test blood glucose. The customer was given glucose and orange juice. Their doctor has now advised pt to start taking half of their insulin at night and half in the morning instead of all of it in the am. The doctor has also decreased the customer's dosage. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.